Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. An increase in pacing thresholds were also noted. The impedance measurements had been around 800 ohms a couple years earlier. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was explanted for an unrelated reason. At that time, a lead fracture was confirmed resulting in the high out of range pacing impedance measurements. This lead was surgically abandoned during the procedure and was successfully replaced. No adverse patient effects were reported.